Manufacturer narrative:
Customer believes the event occurred "a couple days before" the event was reported (B)(6) 2017), but could not be certain. The product analysis indicates the patient interface was returned with a broken enclosure, a broken lid, two missing spare fuses, two worn wave washers, and a defective stim 2 pcba. The device was disassembled and cleaned. The pcba, enclosure, lid, two spare fuses, wave washers, and labeling were replaced. The device was reassembled and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer (biomed) reported that the device was "broken". The device was left with the biomed group and no additional information was provided. A replacement device would have been used to complete the case, if necessary. No physical damage to the device was reported. However, the customer stated that if there were any cracks, it would have been considered normal wear and tear and not returned for that reason. There was no patient impact or injury.